Event description:
The technician alleged the brake casters ratchet slightly in brake position. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters and the brake steer caster to resolve the issue.